Event description:
It was reported that the customer had a button error alarm on the insulin pump. Buttons on the keypad of the insulin pump were unresponsive. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump button response functioned properly, however found corrosion on keypad traces. No button error alarms noted during testing. Pump has cracked case on the lcd display window corners, cracked lcd display window, minor scratches on lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, cracks on the reservoir tube window, scratches on the reservoir tube window, cracks on the reservoir tube, and cracks on the belt clip slot.